Event description:
It was reported a patient underwent an ortho procedure on (B)(6) 2022 and topical skin adhesive was used. During use, the scrub tech stated there was something black in the device and right before she cracked it to activate, she noticed the spot and opened a new device. The procedure was completed with no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe the type of foreign matter that was observed. Are there any photos of the foreign matter available? Please describe the type of foreign matter that was observed. Are there any photos of the foreign matter available? Is the device available to be returned for evaluation? If yes, what is the device return status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one device of product code dnx12 was returned for analysis. Upon initial inspection of the product received, foreign matter, that appears to be fibbers of paper or carboard was observed into the device. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.